Manufacturer narrative:
(B)(4). This malfunction is being reported because it is associated with an ongoing corrective action.

Event description:
It was reported that error codes were displayed on the latest software version of the clinician programmer upon initial inquiry of the pump. This software anomaly unexpectedly stopped the pump. The patient experienced withdrawal symptoms (low grade fever, bad taste in mouth and tachycardia) and was seen in the emergency room. The error codes were able to be cleared, there are no further issues with the pump and the patient is doing fine.